Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they dropped their communicator and handset a couple weeks ago and when it dropped all of a sudden they started having major spasm stimulation all through their back and legs and everywhere. Patient stated they were scared and they tried to calm down and turn the stimulation off. Patient said it wasn't easy because their body was convulsing so strongly from the stimulator. Patient mentioned it feels like they had pulled muscles around their rib cage and waist right after the stimulation thing happened and it was really strong and they just thought something got jiggled when they dropped equipment and it hasn't happened since but they are pretty scared for that to happen again. Patient also mentioned they have a baker's cyst inside their leg right behind their kneecap and when the extreme high stim caused the cyst to burst and trails down their leg and down their calf muscle and it's painful. Pt mentioned in the past it dissipated or soaked into their body and it only hurt for maybe a few days like 5 days at the most. Patient reported that now their knee never returned to working order and they went to a knee specialist and they gave them a synvisc injection a nd an MRI and it showed arthritis and that didn't make a difference to their knee and they were told that the only thing that could fix it would be a knee replacement surgery which they said no for now. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent advised pt to meet with a mdt rep in person. Lastly, pt mentioned that both implant and trial have only helped her pain to be a 6/10, when before it would be a 9/9. Pt mentioned that hcp said trial helped 60% of pain, but pt reported trial dropped pain to a 6. Pt wondered if they even are a candidate for this implant or if they should get it removed.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.